Manufacturer narrative:
A ge oec service representative investigated the issue and tested the recall filament was tested. No issues found. System operating as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed ma low and filament regulator errors.